Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and lot number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf device code a150208 captures the reportable event of a device stuck in scope and pushed into another patient.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the scope was experiencing poor suction. To improve suction, a brush was pushed through the working channel of the scope, and a clip from a prior procedure came out from the scope. The clip was successfully retrieved. The procedure was completed with this device. There were no patient complications reported as a result of this event.